Event description:
It was reported that the right ventricular lead dislodged shortly after implant. The dislodgement was found on x-ray the next morning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the proximal conductor (not obstructed), there was blood on the distal conductor, the outer insulation was breached cut, the helix was distorted/bent, the helix appears to have been pulled/stretched/overstressed and there was apparent explant damage. Concomitant medical products: rvdr01 implantable pulse generator: (B)(6) 2012. (B)(4).